Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified corrosion on the input/output printed circuit board (I/o pcb) which caused the reported condition. The reported condition was reproduced at power up of the device. The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen display. There was no patient involvement. No additional information is available.